Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, thread tap used, smoker, periodontal disease, peri-implantitis, infection, pain, bleeding, inflammation.